Event description:
The affiliate reported: (B)(4). The medos valve was implanted on date (B)(6) 2014 with settings at 140mmh20 (with vpv programmer). On (B)(6), the calibration was modified at 150 by using the old programmer of the facility. Afterward, it was made a radiograph: it was noted that the calibration was failed. On (B)(6), the valve was re-programmed with the vpv programmer at 150 and it was made a checking radiograph. Since the results of the reprogramming were not satisfactory,the surgeon asked the help of our product specialist. The valve was re-programmed at 190mmh20 with the support of a 3rd vpv programmer: the first 2 tentatives of calibration failed with 'implanted valve' modality. With 'not implanted valve' modality the calibration was made successfully. By the radiographic control, the situation was doubtful: the slab was clean, but it was not easy to identify the calibration signal because, the rotor's perimeter was jagged. The surgeon would like to know if the valve is effectively programmable. (B)(6), additional information explained that the product is still implanted. (B)(6), below you find the information required: 1) the reason of the complaint is the inability to confirm the actual valve setting to the desired value. 2) vpv confirmed that the last programming procedure was performed. The x-ray interpretation was not possible with accuracy and this has been requested the r&d support . 3) the x-ray wasn't clear enough to understand the cam position indicator, even if the hospital repeated many times the x-ray. Please be aware that the device involved in this complaint has been explanted and will be returned to codman for analysis (B)(6), thank you so much for your cooperation and support, really precious for us. We spoke with the neurosurgeon to discuss all the possible options to support him in the management of the shunt. He greatly appreciated the attention to the issue and the very rapid feedback received but he decided to extract the shunt to resolve very quickly. He really believe that, at the moment, the fixed shunt could be the best solution in order to manage better the patient's health condition. We will proceed in this way: - tomorrow the shunt will be extract and we¿ll send it to regulatory to activate the inspection process - we'll arrange another meeting with him as soon as we receive the feedback regarding the technical inspection in order to clarify with him the reason of the problem considering the decision to proceed in this way we could manage the physician without an imminent technical call with him. He really perceived the great support and cooperation that has been offered to him and once again I would like thank you.

Manufacturer narrative:
The evaluation that was reported on (B)(4)was for (B)(4). Below is the correct investigation for this complaint and product code (B)(4). The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number was cplc0h, serial number (B)(4), product code (B)(4). The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming and the valve passed the test. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested; the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the (B)(6) 2013. No root cause could be determined as no problem was confirmed. The valve functioned. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Additional information has been received regarding the complaint investigation. Upon completion of the investigation, the present report relates to the complaint (B)(4) reported by the (B)(6) for the medstream 40ml pump nmbj3k implanted on (B)(6) 2013. Investigation: a. Transaction logs the provided transaction logs of the pump nmbj3k, from february 27th 2014 (pump refill date) to march 7th 2014 were analyzed. Based on the available transactions logs, no anomaly was noted. No conclusion could be found to the reported event. B. In-field follow-up (march 12th 2014) a follow-up was performed by the sales representative chance montgomery with the in-field engineer elodie fournier: in a general manner, the surgeon was satisfied of the product. A standard refill was performed on february 26th 2014 where the codman medstream fill level sensor (fls) reported only 32.74 ml in its reservoir after 40 ml of fluid was expected to be delivered. It was decided to bring the patient back on (B)(6) 2014, to interrogate the pump to determine if the original fls reading might have been wrong. In preparation for this, based on bridge bolus volume and daily flow, the probable remaining volume in the reservoir was calculated when the patient came back. Two calculations were performed, the first was based on the original fls reading and a second based on what was a "typical" volume after filling a 40 ml pump, 38 ml. The patient was interrogated three times back-to-back and the fls read 29.83 ml which was nearly what the calculations predicted (29.48) based on an original fill volume of 32.74. This showed the original fls reading was accurate. It was decided to empty the pump to see how much drug came out and compare actual fluid to the fls reading of 29.83 ml. Once emptied, the pump produced right at 29.8 ml of fluid and upon re-interrogation the fls read empty, 0.00 ml. The pump was then refilled with 26 ml of new drug. Each syringe was visually reviewed by most everyone in the room to confirm the plungers were as accurate as possible. When refill was complete, the pump was interrogated and the fls showed 24.62 ml. Which was within the normal variance of drug loss/remaining in the tip of the syringe, tubing set, filter, and needle. A second confirmation that the fls was accurate. C. Device history record review the device history record of product code 91-4200, lot cmjcdb; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released stock. Conclusion the complaint cannot be confirmed as insufficient information was provided after several requests. Based on the information received, no root cause was determined. The follow-up received from the sales representative confirms that there is no issue with the product. However, the most probable cause of the reported event might be associated with a user error during the refill process. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.